Event description:
It was reported that in the emergency room prior to insertion, the md found that the tip of the swg was found slightly bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Evaluation: returned by the customer was an opened cs-27702-e kit containing the guide wire and advancer assembly. The guide wire within the kit was inspected with no evidence of a bend or kink. The guide wire was reinserted into the advancer assembly without resistance or difficulty and could be advanced and retracted. A device history record review was performed for this complaint investigation. The reported complaint for a bent guide wire could not be confirmed through inspection of the returned component. Based on the condition of the guide wire and no evidence of a bend or kink in the wire, no problem found on sample.